Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had scratch on the screen which was not obstructing view, received no delivery alarm and grinding noise while no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.